Manufacturer narrative:
Model number / catalog number: sc-2366-50, serial number: (B)(4), batch / lot number: 17186493 / 17186493/2000010287, model / catalog description: linear 3-6 lead 50 cm. Model number / catalog number: sc-2366-70, serial number: (B)(4), batch / lot number: 17411481, model / catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient had discomfort due to ipg migration. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient had discomfort due to ipg migration. The patient underwent an explant procedure.